Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
On the same day as the removal of an implant in the same ada site (site 19), the clinician reported a failure when inserting another dental implant and abutment in type iii bone. The site was not grafted. Clinician reports poor bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the same day as the removal of an implant in the same ada site (site 19), the clinician reported a failure when inserting another dental implant and abutment in type iii bone. The site was not grafted. Clinician reports poor bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).